Manufacturer narrative:
The device evaluation was completed on 18-jul-2023. It was reported that a patient underwent an ischemic ventricular tachycardia - left (l-isvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and the device was recognized correctly; however, hi force appeared due to an internal printed circuit board (pcb) issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. A force issue was identified and confirmed during the analysis in the lab. It should be noted that product failure is multifactorial. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Additional information was received on 19-jul-2023 providing the preface sheath (concomitant product) catalog #. Therefore, updated d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia - left (l-isvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a preface® guiding sheath with multipurpose curve. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that during the procedure, a pericardial effusion was noticed by the physician. A transeptal puncture was performed and a preface sheath (catalog and lot number unknown by the caller) was inserted into the left atrium. The bwi deca nav (catalog: r7d282ct, lot:31035492m) was inserted into the left ventricle via the transeptal sheath. The mapping was performed with the deca nav catheter. The deca nav was then removed and the thermocool® smart touch® sf uni-directional navigation catheter was inserted into the left ventricle. They were unable to pace from the thermocool® smart touch® sf uni-directional navigation catheter so they pulled the catheter back into the left atrium to test pacing capabilities. The thermocool® smart touch® sf uni-directional navigation catheter was advanced back into the left ventricle. The physician then performed radio frequency ablation in the left ventricle. The thermocool® smart touch® sf uni-directional navigation catheter was pulled back into the left atrium and then advanced back into the left ventricle. The physician and clinical account specialist then noticed a high impedance reading on the catheter. The physician called for the echo team to come into the room and perform an ultrasound of the heart. The ultrasound noted the patient had a pericardial effusion. The physician performed a pericardiocentesis procedure. Then 300 cc of fluid was removed. The patient remained in stable condition throughout the procedure. The patient was being moved to the intensive care unit for further evaluation. Max wattage used was 35 watts. Total lesions was 18. Total ablation time was unknown. Total fluid was unknown, caller stated approximately 200 ml. The adverse event was discovered after advancing the catheter back into the left ventricle. Physician suspected the sheath was the cause of the event. Patient required extended hospitalization because of the adverse event. Transseptal puncture was performed. No evidence of a steam pop. The event occurred post ablation of left ventricle. Irrigated catheter was used in the event. Error code 433 that was an intermittent error was observed. Dashboard, vector, visitag were used. Visitag module was used, parameters for stability were used were 3 mm , 3 seconds, 25% and 3 grams. Total time was used. Additional information was received. Thermocool® smarttouch® sf catheter was used. All force visualization features were used. Visitag module was used, parameters for stability used was 3 mm , 3 seconds, 25% and 3 grams. Additional filter used with the visitag was total time. Color options used prospectively was total time. Prior to noting the cardiac tamponade, ablation was performed. Cutoff value was the nominal (factory) setting and no ablation was performed during high impedance. Value not exceeded. Generator not exceeded. They did not ablate above impedance cutoff. Power mode. All cut offs were nominal settings. The noted temperature, impedance, and power was 35 watts for a total of 18 lesions. The event was assessed as MDR reportable under both the thermocool® smart touch® sf uni-directional navigation catheter and the preface® guiding sheath with multipurpose curve.